Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device revealed that the balloon had been subjected to positive pressure prior to return. No issues were noted with the tip section of the device. A visual and microscopic examination found a pinhole in the balloon material. The pinhole was positioned 16mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during inflation, contrast media leakage was noted and not air leakage as previously reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a venous shunt. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The physician attempted to inflate the balloon; however, air leaked from the balloon was noted. The balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5-40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).